Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the power cord of this communicator was emitting a burning smell. When a patient advocate tried to connect the communicator they ended up receiving an electrical shock. A replacement communicator has been suggested and this current communicator still remains in service. No additional adverse patient effects were reported.